Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Red urine, concern for hemolysis, hematoma and bruising at impella site. I met pt in ICU. Impella on auto with flows around 2lpm, waveforms were separated so I recommended echo to check placement. On echo impella measured deep in lv but seemed to jump with attempts to reposition (suspected pigtail under pap). We got it to an ok position with better flows. All the while the patient was with complaints of being uncomfortable and hot, she was diaphoretic, tachycardic and cold. Her bps were low so pressors were started (levo and vaso). Hr began to steadily decrease and flows on impella were also decreasing. Epi, bicarb and atropine pushed and CPR was started and patient was intubated. Rosc achieved after 6 minutes. Echo to verify placement showed impella shallow so advanced for final placement at ~3cm in lv.

Manufacturer narrative:
Investigation summary: data review: data logs confirmed pump was in improper position corresponded with clinical description that triggered alarms impella position in ventricle/aorta. Logs also showed multiple suction alarms triggered during the case but resolved. There were no mc spikes, abnormal ps or purge issues observed during support. Product was not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. Hematoma: the cause of hematoma was unable to be determined as limited clinical details were provided and no product was returned for review. Tachycardia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot#: 1862709. Device history batch: subcomponent lot#: n/a. Device history review: pump sn: (B)(6) passed all post sterile inspection checks.